Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital pharmacist reported that during a surgery to treat a vitreous hemorrhage, the vitrectomy probe could not be removed from the cannula entry system. The surgeon had to remove both devices at the same time. As a result, a large retinal tear occurred. Cryotherapy and gas injection were performed to repair the tear. According to the surgeon, the tip of the vitrectomy probe was rough but that the cannula was normal. Additional info has been requested.